Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The valve was not explanted from the patient; therefore, the device could not be evaluated. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.

Event description:
It was reported that a second device was implanted in the same position of an existing bioprosthetic valve, using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately 11 years. It was identified, through review of source documentation provided, that the patient had critical prosthetic aortic valve stenosis with greater than 50 mm gradient. Patient underwent successful implantation of an edwards sapien transcatheter heart valve. There were no adverse patent effects as a result of the replacement. The bioprosthetic valve will not be returned for evaluation since it was not explanted from the patient.